Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no other devices. The catheter was inspected tactilely and under magnification. There was blood in the inflation lumen. Examination under magnification revealed inner shaft buckled, kinked and flattened between 5mm and 15mm from the distal tip. The inner was punctured 9mm from the distal tip; the puncture was consistent with guidewire damage. There was no balloon tear or pinhole. Inner shaft damage likely compromised balloon inflation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery with a non bsc sheath. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous left anterior tibial artery. After a 0.014 non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was inflated for 15 seconds however, it ruptured at 14 atmospheres on the first inflation. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed using a 3mmx 40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery with a non bsc sheath. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous left anterior tibial artery. After a 0.014 non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was inflated for 15 seconds however, it ruptured at 14 atmospheres on the first inflation. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed using a 3mmx 40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).